Manufacturer narrative:
Article citation: shoham, g.; haran, o.;singolda, r.; madah, e.; magen, a.; golan, o.; menes, t.; arad, e.; barnea, y. Our experience in diagnosing and treating breast implant-associated anaplastic large cell lymphoma (bia-alcl). J. Clin. Med. 2024, 13, 366. Https://doi.org/10.3390/ jcm13020366. (B)(6). The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, bia-alcl.

Event description:
Through journal article "our experience in diagnosing and treating breast implant-associated anaplastic large cell lymphoma (bia-alcl)," healthcare professional reported pain, swelling, and discomfort in patient's left breast without any indications of infection or a previous history of local trauma. After six years, the patient reported a 3-month duration of painful swelling in the upper left breast without any recent incidents of trauma, strenuous physical activity, or infection. A 9.5 cm sub-glandular fluid collection and 100 cc of clear serous fluid was aspirated. Cytology indicated the existence of amorphous acellular material with no signs of malignancy. Seroma recurred 3 weeks after the drainage procedure. Cytology report revealed the presence of large atypical cells positive for cd30 and cd3 and negative for alk, consistent with the diagnosis of biaalcl. Pathology report on the capsule described a fibrous tissue with a fibrinous covering, small-size lymphocytes, and clusters of large, atypical, invasive cells in the fibrous tissue, indicative of bia-alcl tnm stage 1b. These cells exhibited positivity for cd30 and cd3 and negativity for alk. Cytology report of the seroma of the left breast, taken back in 2014, was subsequently revised to describe the presence of large-cell morphology lymphocytes compatible with bia-alcl. This record is for left side. Pathological marker cd30+ and alk - have been received. Treatment: implant was removed together with the surrounding inner capsule, and a left breast outer capsulectomy was performed.